Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. A journal article was received and reviewed. As the lot number for the device was not provided, a review of the device history records is not being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: a retrospective study reviewed the data of inferior vena cava (ivc) filters placed during a 18 month period at 2 hospitals in 87 (47 men, 40 women) patients ranging 22-87 years of age. Twenty patients presented with pe, 45 with dvt, and 21 with both pe and dvt, 1 filter was placed prophylactically before surgery. Indications for filter placement included contraindication to anticoagulation (n=80), failure of anticoagulation (n=4) and complications of anticoagulation (n=3). Eighty four filters were deployed via jugular access and 3 filters were deployed via femoral access using standardized protocol. Eighty six filters were deployed in the infrarenal ivc and 1 filter was deployed in the suprarenal ivc due to free floating thrombus in the infrarenal cava. Follow-up imaging was performed in 71 patients. Radiograph and scout images were reviewed for filter tilt (>15 degrees), filter migration, crossing of the legs and filter detachment. Cross sectional imaging and venography were reviewed for filter tilt, penetration of legs (>3 mm outside the ivc), crossing of legs, filter detachment, and filter migration. Imaging showed penetration of 15 legs in five patients, caval occlusion in one patient, ivc filter thrombus in 3 patients, slight tilt (<15 degrees) in 5 patients, no leg detachments or crossed legs and no filter migrations. One filter was identified with slight tilt anteriorly and penetration of 2 limbs by a contrast-enhanced computed tomography (cect) scan of the abdomen. One filter was identified with slight tilt posteriorly on cect. One filter demonstrated penetration of 7 limbs on cect. One filter demonstrated penetration of 3 limbs on a noncontrast CT of the abdomen. Three patients were noted to have slight tilt laterally on abdominal and lumbar spine radiographs. Filter retrieval was carried out when patients no longer required mechanical protection against pe. Twenty one patients died before filter retrieval, with most causes of death not known. Twenty eight patients were lost to follow-up and 6 patients were not candidates for filter removal. Filter retrieval was attempted in 32 patients with successful retrieval in 31 patients. Two filters demonstrated penetration of 1 limb on venogram at the time of filter removal. Approximately six weeks post filter deployment, a filter retrieval procedure was started; but venogram demonstrated caval occlusion, precluding filter removal. The patient declined lysis or other intervention to treat the dvt. The study concluded that the denali filter was safe during deployment and readily retrievable. The overall safety following deployment was similar to those reported in literature and the incidence of filter detachments and migrations appeared to be less than the previous generation of bard devices. Reis, s. P., kovoor, j., sutphin, p. D., toomay, s., tripper, c., pillai, a., . . . Kalva, s. P. (2016). Safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results. Vascular and endovascular surgery, 50(6), 385-390. Doi: 10.1177/1538574416666223. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A journal article in vascular and endovascular surgery 2016 titled 'safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results' was reviewed. At some time post filter deployment (dates not provided) patients reportedly expired. There were no specific device malfunctions reported that may or may not have caused or contributed to the patients' death, the cause of the patients' death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the events.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Journal article review: a retrospective study reviewed the data of inferior vena cava (ivc) filters placed during a 18 month period at 2 hospitals in 87 (47 men, 40 women) patients ranging 22-87 years of age. Twenty patients presented with pe, 45 with dvt, and 21 with both pe and dvt, 1 filter was placed prophylactically before surgery. Indications for filter placement included contraindication to anticoagulation (n=80), failure of anticoagulation (n=4) and complications of anticoagulation (n=3). Eighty four filters were deployed via jugular access and 3 filters were deployed via femoral access using standardized protocol. Eighty six filters were deployed in the infrarenal ivc and 1 filter was deployed in the suprarenal ivc due to free floating thrombus in the infrarenal cava. Follow-up imaging was performed in 71 patients. Radiograph and scout images were reviewed for filter tilt (>15 degrees), filter migration, crossing of the legs and filter detachment. Cross sectional imaging and venography were reviewed for filter tilt, penetration of legs (>3 mm outside the ivc), crossing of legs, filter detachment, and filter migration. Imaging showed penetration of 15 legs in five patients, caval occlusion in one patient, ivc filter thrombus in 3 patients, slight tilt (<15 degrees) in 5 patients, no leg detachments or crossed legs and no filter migrations. One filter was identified with slight tilt anteriorly and penetration of 2 limbs by a contrast-enhanced computed tomography (cect) scan of the abdomen. One filter was identified with slight tilt posteriorly on cect. One filter demonstrated penetration of 7 limbs on cect. One filter demonstrated penetration of 3 limbs on a noncontrast CT of the abdomen. Three patients were noted to have slight tilt laterally on abdominal and lumbar spine radiographs. Filter retrieval was carried out when patients no longer required mechanical protection against pe. Twenty one patients died before filter retrieval, with most causes of death not known. Twenty eight patients were lost to follow-up and 6 patients were not candidates for filter removal. Filter retrieval was attempted in 32 patients with successful retrieval in 31 patients. Two filters demonstrated penetration of 1 limb on venogram at the time of filter removal. Approximately six weeks post filter deployment, a filter retrieval procedure was started; but venogram demonstrated caval occlusion, precluding filter removal. The patient declined lysis or other intervention to treat the dvt. The study concluded that the denali filter was safe during deployment and readily retrievable. The overall safety following deployment was similar to those reported in literature and the incidence of filter detachments and migrations appeared to be less than the previous generation of bard devices. Reis, s. P., kovoor, j., sutphin, p. D., toomay, s., trimmer, c., pillai, a., . . . Kalva, s. P. (2016). Safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results. Vascular and endovascular surgery, 50(6), 385-390. Doi: 10.1177/1538574416666223. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A journal article in vascular and endovascular surgery 2016 titled 'safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results' was reviewed. At some time post filter deployment (dates not provided) patients reportedly expired. There were no specific device malfunctions reported that may or may not have caused or contributed to the patients' death, the cause of the patients' death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the events.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Journal article review: a retrospective study reviewed the data of inferior vena cava (ivc) filters placed during a 18 month period at 2 hospitals in 87 (47 men, 40 women) patients ranging 22-87 years of age. Twenty patients presented with pe, 45 with dvt, and 21 with both pe and dvt, 1 filter was placed prophylactically before surgery. Indications for filter placement included contraindication to anticoagulation (n=80), failure of anticoagulation (n=4) and complications of anticoagulation (n=3). Eighty four filters were deployed via jugular access and 3 filters were deployed via femoral access using standardized protocol. Eighty six filters were deployed in the infrarenal ivc and 1 filter was deployed in the suprarenal ivc due to free floating thrombus in the infrarenal cava. Follow-up imaging was performed in 71 patients. Radiograph and scout images were reviewed for filter tilt (>15 degrees), filter migration, crossing of the legs and filter detachment. Cross sectional imaging and venography were reviewed for filter tilt, penetration of legs (>3 mm outside the ivc), crossing of legs, filter detachment, and filter migration. Imaging showed penetration of 15 legs in five patients, caval occlusion in one patient, ivc filter thrombus in 3 patients, slight tilt (<15 degrees) in 5 patients, no leg detachments or crossed legs and no filter migrations. One filter was identified with slight tilt anteriorly and penetration of 2 limbs by a contrast-enhanced computed tomography (cect) scan of the abdomen. One filter was identified with slight tilt posteriorly on cect. One filter demonstrated penetration of 7 limbs on cect. One filter demonstrated penetration of 3 limbs on a noncontrast CT of the abdomen. Three patients were noted to have slight tilt laterally on abdominal and lumbar spine radiographs. Filter retrieval was carried out when patients no longer required mechanical protection against pe. Twenty one patients died before filter retrieval, with most causes of death not known. Twenty eight patients were lost to follow-up and 6 patients were not candidates for filter removal. Filter retrieval was attempted in 32 patients with successful retrieval in 31 patients. Two filters demonstrated penetration of 1 limb on venogram at the time of filter removal. Approximately six weeks post filter deployment, a filter retrieval procedure was started; but venogram demonstrated caval occlusion, precluding filter removal. The patient declined lysis or other intervention to treat the dvt. The study concluded that the denali filter was safe during deployment and readily retrievable. The overall safety following deployment was similar to those reported in literature and the incidence of filter detachments and migrations appeared to be less than the previous generation of bard devices. Reis, s. P., kovoor, j., sutphin, p. D., toomay, s., tripper, c., pillai, a., . . . Kalva, s. P. (2016). Safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results. Vascular and endovascular surgery, 50(6), 385-390. Doi: 10.1177/1538574416666223. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: ¿ movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. ¿ perforation or other acute or chronic damage of the ivc wall. ¿ acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. ¿ deep vein thrombosis ¿ caval thrombosis/occlusion ¿ extravasation of contrast material at time of venacavogram. ¿ air embolism ¿ hematoma or nerve injury at the puncture site or subsequent retrieval site. ¿ hemorrhage ¿ restriction of blood flow. ¿ occlusion of small vessels. ¿ distal embolization ¿ infection ¿ intimal tear ¿ stenosis at implant site. ¿ failure of filter expansion/incomplete expansion. ¿ insertion site thrombosis ¿ filter malposition ¿ vessel injury ¿ arteriovenous fistula ¿ back or abdominal pain ¿ filter tilt ¿ hemothorax ¿ organ injury ¿ phlegmasia cerulea dolens ¿ pneumothorax ¿ postphlebitic syndrome ¿ stroke ¿ thrombophlebitis ¿ venous ulceration ¿ blood loss ¿ guidewire entrapment ¿ pain all of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A journal article in vascular and endovascular surgery 2016 titled 'safety and effectiveness of the denali inferior vena cava filter: intermediate follow-up results' was reviewed. At some time post filter deployment (dates not provided) patients reportedly expired. There were no specific device malfunctions reported that may or may not have caused or contributed to the patients' death, the cause of the patients' death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the events.